Event description:
Information received by medtronic indicated that the customer received a pump error a21. No harm requiring medical intervention was reported. Troubleshooting was performed and found that even after changing the battery the pump did not turn on. The customer will discontinue using the insulin pump and it will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.